Event description:
It was reported that during the implant procedure the lead would not stay in the target vein. Even when deeply seated the lead would inchworm out of position with every heartbeat. It was also noted that the inchworm movement of the lead occurred even with the stylet and guidewire removed. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).